Event description:
It was reported gently changed dressings on the exposed part of the catheter, rupture after two days of catheter use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported gently changed dressings on the exposed part of the catheter, rupture after two days of catheter use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause is unknown. Two 4fr groshong nxt clearvue catheters were returned for evaluation. The first sample exhibited no microscopic or functional abnormalities. An initial visual observation of the second sample revealed three separated segments: the connector piece assembled with a small portion of the catheter; a larger segment of the catheter; and a third significantly smaller segment of the catheter. Use residue was observed on the sample. A microscopic observation revealed that the distal end of the larger segment of the catheter exhibited microfractures and surface roughness, which is evidence of possible contact with incompatible chemicals. Wrinkling of the catheter surface and wearing of the depth marking ink were observed near the damage. The fracture surface on the distal end of the larger segment was observed to be predominantly flat and granular on the translucent section. The blue section was observed to have a rough and uneven texture. The proximal end of the larger segment appeared to have striations and a flat, shiny surface. The same pattern was observed on the distal end of the catheter within the two-piece connector assembly. The smaller segment was observed to have jagged edges, with a flat and granular fracture surface on both sides. These findings indicate material degradation due to exposure to incompatible chemicals, instrument damage, and/or excessive tensile forces may have contributed to the observed damage; however, the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.